Event description:
It was reported via repair work order that the foot end jack would not lower due to linkage bar being out of place. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.